Event description:
It was reported that during a laparoscopic tubal ligation procedure with a filshie clip, the surgeon placed the clip applier inside the trocar to apply the last clip. Surgeon and staff noted a white plastic disc adhered to the filshie clip applier. The disc fell off into the patient's pelvic cavity. Surgeon removed trocar from the patient. A new trocar placed into the patient and surgeon removed white disc from patient's pelvic cavity using a laparoscopic instrument. Defective trocar and disc removed from the sterile field. No patient consequence.